Event description:
On (B)(6) 2011, company representative received information doctor that one of our patients died in the hospital. Company representative stated the doctor reported the patient was in the hospital due to planned operations (leg surgery). Company representative reported the patient's surgery was continuously being postponed for approximately 4 days, was not confirmed information from the doctor, and died due to hypoglycemia. Company representative reported the patient was not allowed to eat anything for that time due to the planned operation. According to the patient's doctor, the death of patient occurred on (B)(6) 2011 at 9:50 am. Patient's family currently has the infusion device. No further information is available. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.